Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, the patient had a hip replacement and has been experiencing pain since approximately 1998. She has to use a walker to walk anywhere and a tens device is also being used to help her with the pain. She takes 2 different pain pills. She states that one leg is longer than the other. She would like to know if any of her implants have been recalled.